Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: further investigation cannot be pursued because there is no lot number. Trend code analysis is performed in the monthly complaint review.

Event description:
It was reported that on (B)(6) 2016, the patient's urine was tested on the consult hcg urine cassette x2 and produced a positive result x2. A qualitative blood sample beta hcg sub unit was performed on (B)(6) 2016 and produced a negative result. Then on (B)(6) 2016, the patient was retested on the consult hcg urine cassette and received a negative result. No further information was provided.